Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an non baxter IV set was connected to a clearlink continu-flo solution set and leaked. This issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: correction/additional information: it was reported that an unspecified number of baxter sets were leaking at the luer lock site. This occurred during setup. There was no patient involvement. No additional information is available. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.